Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified artery. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 8 atmospheres for 15 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified artery. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 8 atmospheres for 15 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure. It was further reported that the anatomical location the physician was working on was in the moderately tortuous superficial femoral artery.